Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for gastric stimulation.  It was reported the patient was in in hospital and doesn't feel well: has nausea, vomiting and pain. Last thursday they finally went to the doctor. They took a look at it and said the battery is dead. Patient stated that these symptoms it's been like 6 weeks.. Patient stated that they do not want to leave the hospital until the battery is changed or they will end up right back there.. No further complications were reported/anticipated at this time.